Event description:
It was reported that there was tip damage. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was deployed in the laa of the patient. The device met release criteria and it was successfully implanted in the laa of the patient. There were no reported patient complications. After the was was removed from the body the physician noticed what appeared to be two threads that were a part of the sheath were sticking out of the distal end of the sheath.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman access system with the delivery system snapped into the sheath. The devices were bloody. The devices were separated during the lab analysis. The tip and sheath were microscopically and visually inspected. Inspection revealed tip damage (delamination/stretching). Inspection of the rest of the device found no other damage or irregularities.

Event description:
It was reported that there was tip damage. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was deployed in the laa of the patient. The device met release criteria and it was successfully implanted in the laa of the patient. There were no reported patient complications. After the was was removed from the body the physician noticed what appeared to be two threads that were a part of the sheath were sticking out of the distal end of the sheath.